Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2018. THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2018. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2018 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 445 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED DATE OF DEATH AND EVENT DATE IS THE DATE THE INFORMATION WAS RECEIVED BY MEDTRONIC. THE DATE OF DEATH WAS NOTED AS THE DATE OF AWARENESS DUE TO THE DE-IDENTIFIED NATURE OF THE DATA. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT DEATHS AND SERIOUS INJURIES IN THE ATTACHED FILES.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;702663604-1103719-10,I,D,43,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-1524657-10,I,D,11,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-1618808-10,I,D,21,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-1754615-10,I,D,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C62814;C53269;702663604-1921693-10,I,D,66,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-2003661-10,I,D,234,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-2166038-10,I,D,74,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-3055373-10,I,D,325,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702663604-3148918-10,I,D,998,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702663604-3157222-10,I,D,77,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-3186153-10,I,D,963,CoreValve System;TAV,MCS-P3-23-AOA,C53269;702663604-3187353-10,I,D,583,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702663604-3198027-10,I,D,372,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-3216367-10,I,D,338,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-3216383-10,I,D,88,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702663604-3216787-10,I,D,65,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-3216792-10,I,D,120,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702663604-3217803-10,I,D,475,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-3218149-10,I,D,98,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702663604-3231341-10,I,D,1007,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702663604-3242857-10,I,D,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-3244947-10,I,D,473,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-3283210-10,I,D,1189,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702663604-3332159-10,I,D,167,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-3372075-10,I,D,63,CoreValve System;TAV,MCS-P3-23-AOA,C53269;702663604-3374758-10,I,D,1057,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702663604-3381507-10,I,D,148,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-3454838-10,I,D,93,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702663604-3543872-10,I,D,321,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-3543879-10,I,D,66,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-3636114-10,I,D,88,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-3638360-10,I,D,77,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3638462-10,I,D,319,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3656870-10,I,D,24,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-3659672-10,I,D,163,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3699309-10,I,D,208,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-3719634-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;702663604-3770878-10,I,D,630,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-3781473-10,I,D,185,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3784397-10,I,D,197,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3784658-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-3784658-10,S,D,,,,;702663604-3795189-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-3841340-10,I,D,250,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-3852898-10,I,D,128,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3895005-10,I,D,78,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-3910912-10,I,D,326,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3936223-10,I,D,247,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-3937111-10,I,D,25,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3951207-10,I,D,133,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-3998756-10,I,D,473,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4027346-10,I,D,533,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4030046-10,I,D,55,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4040947-10,I,D,393,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4051601-10,I,D,206,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4061647-10,I,D,365,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702663604-4061657-10,I,D,210,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4069559-10,I,D,7,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702663604-4079137-10,I,D,144,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4079310-10,I,D,254,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4080429-10,I,D,180,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4090327-10,I,D,231,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4092127-10,I,D,247,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4093290-10,I,D,336,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-4095467-10,I,D,205,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4096130-10,I,D,405,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4097142-10,I,D,283,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4100240-10,I,D,103,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4102496-10,I,D,87,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4105530-10,I,D,145,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4107319-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4112124-10,I,D,78,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702663604-4113979-10,I,D,396,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4114452-10,I,D,74,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4115523-10,I,D,150,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4117373-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4118698-10,I,D,304,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4120515-10,I,D,456,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4121019-10,I,D,106,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4122141-10,I,D,175,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4127971-10,I,D,125,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-4128127-10,I,D,83,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-4130698-10,I,D,395,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4130759-10,I,D,276,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4134011-10,I,D,105,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4137519-10,I,D,268,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4141112-10,I,D,366,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4141421-10,I,D,394,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4144334-10,I,D,48,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4145252-10,I,D,137,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4146380-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4148025-10,I,D,248,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4150214-10,I,D,110,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4150539-10,I,D,240,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4153227-10,I,D,230,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4153502-10,I,D,358,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4155048-10,I,D,250,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4158838-10,I,D,283,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4159986-10,I,D,148,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4160327-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4160855-10,I,D,181,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4161251-10,I,D,294,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4163419-10,I,D,371,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4169075-10,I,D,93,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4170418-10,I,D,265,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4170922-10,I,D,209,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4171370-10,I,D,75,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4172726-10,I,D,349,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4173769-10,I,D,287,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-4174063-10,I,D,74,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4174264-10,I,D,453,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4176644-10,I,D,78,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4178473-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4178473-10,S,D,,,,;702663604-4178906-10,I,D,82,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4179208-10,I,D,291,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4180951-10,I,D,93,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4181247-10,I,D,267,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4182260-10,I,D,351,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4183136-10,I,D,204,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4184780-10,I,D,169,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4185464-10,I,D,9,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4185464-10,S,D,,,,;702663604-4185931-10,I,D,Not reported,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702663604-4186239-10,I,D,261,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4186733-10,I,D,357,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4187061-10,I,D,120,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4190245-10,I,D,262,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4192393-10,I,D,296,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4194634-10,I,D,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4195111-10,I,D,326,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4195786-10,I,D,179,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4196621-10,I,D,125,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4197241-10,I,D,250,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4197248-10,I,D,229,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4197248-10,S,D,,,,;702663604-4198286-10,I,D,304,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4199394-10,I,D,275,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4202665-10,I,D,87,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4203702-10,I,D,276,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4203735-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4204864-10,I,D,406,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4206008-10,I,D,Not reported,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4206764-10,I,D,259,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4207238-10,I,D,228,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4209883-10,I,D,171,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4210971-10,I,D,372,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4212344-10,I,D,383,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4212866-10,I,D,119,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4214631-10,I,D,139,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4216478-10,I,D,69,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4217034-10,I,D,124,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4217037-10,I,D,152,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4219390-10,I,D,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4219390-10,S,D,,,,;702663604-4220616-10,I,D,100,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4221602-10,I,D,61,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4221855-10,I,D,390,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4221938-10,I,D,173,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4224027-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4228109-10,I,D,163,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4228140-10,I,D,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4228447-10,I,D,293,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4228848-10,I,D,282,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4234071-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4236663-10,I,D,312,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4238085-10,I,D,311,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4241970-10,I,D,31,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4241995-10,I,D,294,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4244495-10,I,D,209,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-4245409-10,I,D,40,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4245708-10,I,D,127,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4245755-10,I,D,159,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4245945-10,I,D,123,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4247609-10,I,D,350,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702663604-4248865-10,I,D,172,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4248924-10,I,D,121,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4250760-10,I,D,96,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4250783-10,I,D,307,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4250940-10,I,D,Not reported,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4250940-10,S,D,,,,;702663604-4253574-10,I,D,180,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4253608-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4253989-10,I,D,261,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702663604-4254786-10,I,D,190,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702663604-4255502-10,I,D,45,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4256408-10,I,D,43,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4256434-10,I,D,48,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4256858-10,I,D,309,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4257781-10,I,D,96,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4258204-10,I,D,303,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4261035-10,I,D,52,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4261569-10,I,D,181,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4263233-10,I,D,Not reported,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702663604-4266951-10,I,D,114,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4267054-10,I,D,285,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4269480-10,I,D,295,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4270353-10,I,D,195,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4272235-10,I,D,322,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4275735-10,I,D,211,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4276363-10,I,D,203,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4280321-10,I,D,285,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4280787-10,I,D,358,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4286839-10,I,D,361,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4288522-10,I,D,317,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4289283-10,I,D,148,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4290532-10,I,D,145,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4290648-10,I,D,140,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4291053-10,I,D,65,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4293228-10,I,D,243,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4294956-10,I,D,224,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4295937-10,I,D,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4306514-10,I,D,108,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4307920-10,I,D,403,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4307922-10,I,D,300,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4308403-10,I,D,77,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4308769-10,I,D,128,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4308769-10,S,D,,,,;702663604-4310292-10,I,D,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4311311-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4312869-10,I,D,412,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4314664-10,I,D,217,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4314664-10,S,D,,,,;702663604-4316772-10,I,D,387,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4318624-10,I,D,146,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4328696-10,I,D,170,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4330900-10,I,D,248,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4331490-10,I,D,312,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4338425-10,I,D,294,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4338712-10,I,D,243,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4340625-10,I,D,259,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-43413-10,I,D,196,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4342292-10,I,D,174,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4342940-10,I,D,67,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4343161-10,I,D,263,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4345187-10,I,D,255,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702663604-4350010-10,I,D,260,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4350267-10,I,D,140,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4351388-10,I,D,202,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4352195-10,I,D,76,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4354774-10,I,D,194,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4354957-10,I,D,252,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4356032-10,I,D,310,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4357227-10,I,D,246,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4359519-10,I,D,378,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4361312-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4362771-10,I,D,341,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4363737-10,I,D,158,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702663604-4363740-10,I,D,258,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4364645-10,I,D,331,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4366153-10,I,D,157,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4367777-10,I,D,313,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4368496-10,I,D,95,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4369500-10,I,D,263,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4370336-10,I,D,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4370396-10,I,D,185,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4373818-10,I,D,157,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702663604-4376020-10,I,D,47,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4376377-10,I,D,219,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4376381-10,I,D,53,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4376381-10,S,D,,,,;702663604-4378577-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4390577-10,I,D,275,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4391405-10,I,D,Not reported,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4391405-10,S,D,,,,;702663604-4400409-10,I,D,94,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4403708-10,I,D,32,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4409584-10,I,D,168,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4410714-10,I,D,29,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4414110-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4431479-10,I,D,173,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4434422-10,I,D,56,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4440728-10,I,D,26,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4441505-10,I,D,107,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4445763-10,I,D,239,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4445890-10,I,D,204,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4448741-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4448877-10,I,D,183,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4449847-10,I,D,280,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4449939-10,I,D,55,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4450988-10,I,D,142,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4463929-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4466097-10,I,D,72,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4466337-10,I,D,71,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4471090-10,I,D,36,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4471575-10,I,D,196,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4471939-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4474138-10,I,D,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4474619-10,I,D,53,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4475222-10,I,D,289,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4476544-10,I,D,170,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4477614-10,I,D,327,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4480344-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4489374-10,I,D,32,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4489926-10,I,D,220,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4489963-10,I,D,177,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4504808-10,I,D,46,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4516872-10,I,D,35,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4525686-10,I,D,98,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4540066-10,I,D,74,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4554959-10,I,D,47,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4555012-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4555012-10,S,D,,,,;702663604-4557804-10,I,D,72,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4558231-10,I,D,16,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4561444-10,I,D,14,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4561729-10,I,D,143,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4570843-10,I,D,39,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4576461-10,I,D,9,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702663604-4577249-10,I,D,20,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702663604-4579846-10,I,D,63,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4604919-10,I,D,44,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702663604-4608636-10,I,D,56,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4609786-10,I,D,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4610457-10,I,D,38,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4613589-10,I,D,33,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4615183-10,I,D,Not reported,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4619353-10,I,D,100,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4621923-10,I,D,88,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4623847-10,I,D,81,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702663604-4624602-10,I,D,55,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4624793-10,I,D,28,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4625746-10,I,D,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4626655-10,I,D,103,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4628941-10,I,D,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4631285-10,I,D,37,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4634853-10,I,D,27,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4635895-10,I,D,128,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4638719-10,I,D,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4638719-10,S,D,,,,;702663604-4638727-10,I,D,36,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4640439-10,I,D,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4644409-10,I,D,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4645185-10,I,D,11,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4645744-10,I,D,30,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4646776-10,I,D,25,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4646868-10,I,D,70,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4647533-10,I,D,28,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4647709-10,I,D,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4648817-10,I,D,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4649056-10,I,D,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4650458-10,I,D,63,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4654043-10,I,D,62,CoreValve System;DCS,DCS-C4-18FR,C53269;702663604-4656493-10,I,D,21,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4656506-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4656929-10,I,D,30,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4658062-10,I,D,49,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4660046-10,I,D,29,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4661460-10,I,D,71,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4661752-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4661931-10,I,D,27,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4662506-10,I,D,36,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4663583-10,I,D,16,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4663814-10,I,D,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4664923-10,I,D,35,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4665853-10,I,D,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4667927-10,I,D,39,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4667975-10,I,D,53,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4669037-10,I,D,12,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4669512-10,I,D,67,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4669692-10,I,D,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4674163-10,I,D,6,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4674176-10,I,D,100,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4674419-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4674419-10,S,D,,,,;702663604-4677729-10,I,D,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4677916-10,I,D,28,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4691505-10,I,D,72,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4691683-10,I,D,66,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4691817-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4692871-10,I,D,25,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4692920-10,I,D,44,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4693420-10,I,D,83,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4697221-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4697418-10,I,D,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4698356-10,I,D,62,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4698722-10,I,D,25,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4699903-10,I,D,34,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702663604-4699926-10,I,D,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4699926-10,S,D,,,,;702663604-4701369-10,I,D,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4702320-10,I,D,176,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4703083-10,I,D,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4706282-10,I,D,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4706410-10,I,D,25,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4706472-10,I,D,5,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702663604-4707218-10,I,D,21,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4708952-10,I,D,44,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4711677-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4712590-10,I,D,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4713497-10,I,D,38,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4714622-10,I,D,27,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702663604-4715784-10,I,D,34,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4716579-10,I,D,19,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4718940-10,I,D,12,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4719129-10,I,D,10,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4719220-10,I,D,11,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4719220-10,S,D,,,,;702663604-4719827-10,I,D,7,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4721053-10,I,D,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4721053-10,S,D,,,,;702663604-4721515-10,I,D,22,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4722057-10,I,D,74,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4723874-10,I,D,32,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4724711-10,I,D,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4725183-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C62814 ;C53269;702663604-4725566-10,I,D,0,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702663604-4726210-10,I,D,13,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702663604-4727875-10,I,D,62,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702663604-4728579-10,I,D,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4728816-10,I,D,24,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4729224-10,I,D,24,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4729304-10,I,D,14,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4730090-10,I,D,10,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4731809-10,I,D,23,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4732122-10,I,D,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4733173-10,I,D,9,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4735496-10,I,D,10,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4735635-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4736393-10,I,D,11,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4737198-10,I,D,13,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4737212-10,I,D,15,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4737826-10,I,D,13,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4737968-10,I,D,42,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702663604-4739763-10,I,D,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4740348-10,I,D,26,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4740743-10,I,D,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4741346-10,I,D,13,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4741644-10,I,D,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4742016-10,I,D,31,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4754237-10,I,D,27,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4754326-10,I,D,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4754326-10,S,D,,,,;702663604-4759146-10,I,D,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4759197-10,I,D,50,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4759803-10,I,D,90,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4760578-10,I,D,12,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4760622-10,I,D,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4761102-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;C53269;702663604-4761956-10,I,D,20,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4762078-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4762078-10,S,D,,,,;702663604-4762457-10,I,D,14,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4762468-10,I,D,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4762961-10,I,D,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4763119-10,I,D,37,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4763119-10,S,D,,,,;702663604-4763659-10,I,D,12,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4766387-10,I,D,14,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4766428-10,I,D,154,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4766941-10,I,D,17,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4766941-10,S,D,,,,;702663604-4767135-10,I,D,1,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702663604-4767622-10,I,D,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4767650-10,I,D,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702663604-4767954-10,I,D,36,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4768041-10,I,D,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4768195-10,I,D,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4769331-10,I,D,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702663604-4780437-10,I,D,13,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4791813-10,I,D,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4793391-10,I,D,34,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702663604-4793645-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702663604-4793942-10,I,D,9,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702663604-4795790-10,I,D,Not reported,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702663604-4795790-10,S,D,,,,

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON FEB 10, 2021, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF CARDIAC ARREST AND ONE EVENT OF PATIENT DEATH, CAUSE OF DEATH CARDIAC. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2018. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2018. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2018. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.